Event description:
Forty-one months after percutaneous coronary intervention (pci) with two overlapping cypher stents, the patient complained of chest pain and went to the hospital. Coronary angiography was conducted and thrombus was observed inside the cypher from the proximal end of the stent. To treat the thrombus, aspiration was conducted with a rebirth pro and plain old balloon angioplasty (poba) was conducted with a 3.5x15mm powered lacrosse: balloon. The patient was discharged from the hospital 10 days later. The physician commented that the probable cause of the event was because the ticlopidine hydrochloride was suspended because one year had passed since the stent was implanted. This patient presented for elective treatment of a chronic total occlusion lesion in the proximal left anterior descending artery of 30mm in length in a 3.5mm vessel diameter. The (type c) lesion was characterized as ostial. The lesion was predilated with a 2.5x18mm balloon at 4 atmospheres before a 3.0x18mm cypher stent was deployed at 16 atm. Then a 3.5x23mm cypher stent at 16 atm proximal to the previous stent in an overlapping manner. Post-dilation was not conducted. Intra-vascular ultrasound (ivus) was not conducted. The residual % of stenosis measured 0%. Thrombin inhibition in myocardial infarction (timi) flow before the procedure was unknown and after the procedure was 3. Act was not measured. Pre-procedure medications included aspirin 100 mg/day. Intra-procedure included aspirin 100 mg/day: and heparin 5,000u. Post-procedure medications included ticlopidine hydrochloride 200 mg/day for one year. A male experienced a very late thrombotic event approximately three and a half years post implantation of two cypher stents. Past medical history includes unstable angina pectoris, hypertension and previous pci. The patient had an elective pci to treat a lesion in the proximal lad. The vessel was a de-novo, ostial and cto lesion. Aha/acc classification of the vessel was type c. The acc defines a type c lesion as a high-risk lesion with less than 60% success rate of treatment. The lesion length was approximately 30mm in a 3.5mm vessel diameter. Pre-dilation was conducted before the implantation of 3.0x18mm cypher and a 3.5x23mm cypher in an overlapping manner. Medications at discharge included permanent aspirin and ticlopidine for 12 months. Three years and five months post index procedure, the patient experienced chest pain and coronary angiography revealed thrombus within the stents. Thrombus aspiration and balloon angioplasty was conducted. The patient was discharged 10 days later in stable condition. The products remain implanted in the patient and are thus not available for evaluation. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Thrombotic events are a known potential adverse event following stent implantation. Patients who are known to be at high-risk for thrombotic events include those with long lesions. According to the IFU, this product is indicated for use in discrete lesions equal to or less than 30mm in length and contraindicated in ostial lesions or lesions in the bifurcated area. The sum of the length of the two overlapping stents measured 41mm. The japan IFU cautions that the period of antiplatelet administration must be prolonged or shortened appropriately depending on each patient's condition. Furthermore, follow-ups must be continued even after the administration is terminated to consider the restart of the antiplatelet administration depending on the necessity. The physician commented that the probable cause of the thrombotic event was because ticlopidine administration was discontinued after 12 months of therapy. Based on the information provided, there are possible vessel, procedural and pharmacological factors that may have contributed to this event.

Manufacturer narrative:
Please note that this device is not distributed in the united states. However, it is similar to the us distributed product. It is also not available for testing and evaluation. This is one of two devices associated with the reported event that were submitted under the following manufacturing numbers: 9616099-2008-01487 and 9616099-2008-01488.